Manufacturer narrative:
Investigation summary: bd received 2 samples and a photo for investigation. The samples and photo were evaluated by visual examination and the indicated failure mode for damaged cap with the incident lot was observed. One tube had a cap with a vertical crack down it's side and the other had a small notch at the bottom of the cap. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of damaged cap was not observed. Bd was not able to identify a root cause for the damaged caps. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the tube pst ii plh 16x100 8.0 blbl l/gn there was a broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: there was a cracked hemogard cap. The tubes appear cracked at the top cap.